Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 1mg/ml at 0.2897mg/day and morphine 10mg/ml at 2.897mg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported a bridge bolus programming error. The healthcare provider reported that they entered the daily dose 12% higher than she had intended because she put in the simple continuous plus the pa and entered the max total daily dose. The healthcare provider stated that she entered the pa dose and the bridge bolus dose correctly so the patient did not get too much medication as the bridge is still running. The healthcare provider was advised to interrogate the pump, enter the correct daily dose, leave the bridge bolus running and updated the pump. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.